Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified recurrent baker¿s cyst as contributing factors of event. The following points were noticed during the medical records review: translated outpatient visit docx dated approximately 9 months post initial implantation. ¿ 4cm baker¿s cyst palpable, clinically stable, pain-free rom 0-115° ¿ x-rays show prosthesis in good position with no signs of loosening or complications, no retropatellar arthrosis ¿ recommend nsaids and ¿x-ray stimulation radiation be carried out to alleviate the tendency to swelling and effusion¿ consult correspondence dated approximately 1 year and 1 month post initial implantation. ¿ nsaids taken as directed, x-ray stimulation ¿six times¿, ¿no reduction or improvement of the baker¿s cyst has taken place so far¿ ¿ swelling and rom restriction have increased ¿ ¿when the knee is moved, it squeaks. My physiotherapist says that this goes out behind the knee cap.¿ ¿ patient seeking alternative therapies to reduce pain, swelling, and improve rom translated outpatient visit docx dated approximately 1 year and 2 months post initial implantation. ¿ patient presents with ongoing symptoms with rubbing/squeaking in addition. ¿ flexion limited to 90°, knee clinically stable. ¿ distinct retropatellar crepitations and squeaking, discrete patellar displacement pain. ¿ x-rays show no change in prosthesis, retropatellar joint space narrowing. ¿ aspiration of the right knee performed and sent to lab which returned negative for growth. ¿ plan for revision. Translated revision op notes and discharge summary.docx. ¿ diagnosis: prosthesis fracture, secondary retropatellar arthrosis, severe metallosis, massive synovitis, massive bursitis, foreign body granuloma, osteophytes, scar tissue, contracture. ¿ surgery was planned for new onset retropatellar arthrosis; however, ¿additionally and surprisingly a rupture of the cone in the area of the modular tibial component with subsequent severe metallosis¿ was encountered. ¿ massively inflamed bursa resected, massive capsule thickening with adhesions/scar tissue debrided. ¿ abundant grayish effusion emptied with imposing foreign body granuloma with severe synovitis in the entire joint area. ¿ green-black tissues encountered. ¿ medial and lateral releases performed. ¿ osteophytes removed from the patella. ¿ femoral component left intact. ¿ tibial component ¿wobbles in itself and the plate can be lifted off¿a broken plug-in cone and completely shattered bone cement under the tibial plate are revealed. This explains the green-black discoloration with huge foreign body granuloma and metallosis. How the cone broke is not clear. ¿ tibial component removed without major damage to the bone; however, a huge central defect remains. ¿ new tibial component placed. ¿ hemipatellectomy performed, implant placed. ¿ good rom and stability achieved; incision closed. ¿ intraop xrays show correct position of the prosthesis. ¿ discharge summary reports no postop complications, intraop cultures did not show bacterial growth until the time of discharge. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the approximately one year and three months post implantation, the patient returned to surgery with the intent to resurface the native patella due to new onset patellar arthrosis; however, upon entry of the joint, significant synovitis, bursitis, scar tissue, and metallosis were encountered. The surgeon found the tibial implant fractured with it ¿wobbling in itself¿. The cement under the tibial implant was found completely shattered as well. The femoral implant was well-fixed and left intact. The tibial components were replaced without complication after grafting central bone defects. The native patellar was debrided and an implant placed. At a three week follow up, the patient reported no pain or difficulties and was satisfied with mobility and joint function. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet finned pri stem 80x15mm; item# 141320; lot# 909350 biomet intlk pri tib tray 79mm; item# 141215; lot# 704740 vngd ant stblzd brg 14x79; item# 189104; lot# 899990 vanguard cr ilok fem-rt 67.5; item# 183010; lot# j7053514. G2 - foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d4, g1-2, g3, g4, g6, h2, h3, h6, h11. The following sections were corrected: g1-2. D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00887868214608. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172408. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified recurrent baker¿s cyst and possible inadequate cementation per mmi report as contributing factors of event. The following points were noticed during the medical records review: during the total knee arthroplasty, a defect that remained relatively large medially under the prosthesis after resection of the foreign body granuloma. Tibial and femoral defects were filled with autografting (patient¿s own bone). The revision operative notes confirms that rupture of the cone in the area of the modular tibial component with subsequent severe metallosis was encountered. Tibial component ¿wobbles in itself and the plate can be lifted off¿a broken plug-in cone and completely shattered bone cement under the tibial plate are revealed. This explains the green-black discoloration with huge foreign body granuloma and metallosis. Office notes prior to the revision surgery state that patient is experiencing pain, limited rom, swelling, massive synovitis, massive bursitis, foreign body granuloma, osteophytes, scar tissue, contracture. Compared to the images taken in september 2022, an increasing lysis margin around the defect filled with cement material under the tibial component medial and a comparative progression of the ossary defect zone below the tibial component medial on the outside corresponding to an osteolytic zone without recognizable signs of a fracture in the area of the tibial anchorage/stem. Radiographs were provided and reviewed by a radiologist. The review identified a radiolucency at the bone cement interface of the tibial component both medially and laterally. There is a possibility that there might not be enough cement mantle present along the tibial component medially and laterally. Bone consolidation/healing appears to be adequate along the medial tibial plateau. Based on the available information, definitive root cause could not be determined. However, it was noticed an inadequate cementation per mmi report as contributing factors of event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.